Event description:
A patient experiencing inaccurate h igh results with a lifescan meter. The patient's blood glucose results were 6.7, 3.0, and 6.9 mmol/l. Tests were done within 20 minutes with a difference of 2.3 mmol/l. Patient did not experience any adverse events. No further information has been reported.